Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s escape button was sticking and that they were getting no delivery alarms. The customer¿s blood glucose level was 400 mg/dl. Troubleshooting was performed for the no delivery alarm. The alarm occurred during the bolus delivery. They performed a 5.0 unit fixed prime and insulin exited. It was found that the infusion set¿s cannula was bent. Troubleshooting was performed for the button error. The customer stated the escape button would get stuck and they had to press it several times for it to respond. They were advised to observe the time clock for one minute to verify if time advances. The customer verified that time advanced. They were advised that the insulin pump will need to be replaced but the customer declined the replacement. The device will not be returned for analysis.